Manufacturer narrative:
The device history record for the manufacturing lot of the explanted lal was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that, due to a bilaterally implanted patient's dissatisfaction with their vision, the light adjustable lens (lal, sn (B)(6), +20.5d) was explanted from the left eye and a replacement lal (sn (B)(6), +20.0d) was implanted. Rxsight's first awareness of this event was on (B)(6) 2023.